Event description:
Reportedly during routine testing of the device a security guard attached the electrodes to his forearms and pushed the analyze button. The device analyzed and advised shock, however, the operator immediately turned the device off before the device charged. There were no adverse effects to the operator as a result of the alleged malfunction.